Manufacturer narrative:
Evaluation results: inherent risk of procedure (failure to deliver stent and stent deformation). Patient condition affected effectiveness of the device (the lad was reported to be diffusely diseased with two tight areas of disease in the mid vessel). Deformation problem. Evaluation conclusion: known inherent risk of procedure (failure to deliver stent and stent deformation). Device failure/lack of effectiveness related to patient condition device (the lad was reported to be diffusely diseased with two tight areas of disease in the mid vessel). (B)(4).

Event description:
The physician intended to use a 2.50 x 22 mm resolute integrity rx drug eluting stent to treat the lad. There were no abnormalities noted when withdrawing the device from the packaging hoop or when removing the protective sheath. A pre-dilatation of the target area was carried out. The resolute integrity device was advanced but it would not access the area. After multiple attempts, the device was removed and it was reported that stent was damaged. No clinical sequelae were reported. Device evaluation: the device was returned to the manufacturing facility for evaluation. The distal tip was flared and kinked. A number of struts on the 3rd, 4th and 5th proximal stent segments were raised and pulled distally. The remaining segments were intact.